Event description:
Aggrastat 25mg mixed in 500cc IV fluids was set on infusor to infuse at 16cc/hr. Nurse returned 45 minutes later and entire 500cc infused. Heparin drip was stopped. Pt elevated heart cath. Was delayed for two hours. Labs returned to normal by the next morning. Pump was evaluated. A channel was found non-functioning.